Event description:
Procedure: rectosigmoidectomy. According to the reporter: stapling did not occur after positioning and firing the device. The tissue was only cut and not stapled. It was necessary to perform a manual suture and also another mechanical suture. The hospital stay was not extended. There was no excessive bleeding. There was no damage to tissue because the problem was corrected with another suture.

Manufacturer narrative:
(B)(4).